Event description:
The customer stated that one patient sample generated discrepant results for the architect ivancomycin assay. A result of 38.75 ug/ml was reported out and questioned by the patient's physician as it didn't align with the patient's clinical history. The sample was retested with results of 52.23, 19.94 and 70.30 ng/ml. The customer was instructed to follow the letter of fa13sep2010 in processing patient samples. The customer obtained expected results after following the letter. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - incorrect or inadequate test result an evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.

Manufacturer narrative:
The investigation for field action fa13sep2010 determined the root cause of architect ivancomycin (list number (B)(4)) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue related to falsely elevated results due to contamination, and will eliminate the need for customers to perform additional sample centrifugation as instructed in product correction letter of fa13sep2010. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number (B)(4) will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur the second quarter of 2012.